Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that it was not starting up. As a part of the troubleshooting process, fse checked the system and found that the issue occurred due to intermittent failure in the flexvision pc. To resolve the issue, fse replaced the flex pc and loaded with software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not starting up. The device was not in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.